Event description:
Reportedly, the patient was reoperated after an implant duration of approximately 7 years (88.83 months) because of recurrent mitral insufficiency (ring dehiscence) and aneurysm of the descending aorta. The mitral ring was re-attached and remains implanted.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device will not be returned because it remains implanted. This event was reported due to the medical intervention required to correct the dehiscence. There was no malfunction of the device. The device history record (DHR) review is currently in progress. No additional information has been provided regarding patient status or medical history. Follow up report will be filed with new information as received.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. (B)(6) 2012 operative report from explant was translated and provided the following indications for reoperation: dynamic mitral valve insufficiency and aneurysm of the ascending aorta. Status after aortic valve replacement by means of carpenter edwards perimount 27 and mitral valve annuloplasty with carpenter edwards physioring 38 in 2005. There was partial dehiscence of the mitral valve ring resulting in severe mitral valve insufficiency with exertion. Aortic valve bioprosthesis functioned well. The ascending aorta had widened to 6 cm due to aneurysm.